Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's button was hard to press. The customer stated insulin pump had button sticking and jumped back to 2013. Doctor had a hard time getting out of 2013. The customer stated buttons where hard, was told to still use now harder use has to use a pencil or pen to push and has been going on for several months, all buttons except the b. The customer stated has always been hard thought since new would loosen up in doctors office went back to 2013 right now on the right year. The customer stated no moisture exposure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify download anomaly due to buttons not responding.